Event description:
Family member of home pt (hp) reports pt line of homechoice set became disconnected from transfer set during automated peritoneal dialysis treatment. Baxter tech assisted hp in completing treatment for evening. No pt injury or medical intervention required per unit rn.